Event description:
A report has been rec'd from a peritoneal dialysis user facility. It was learned from the peritoneal dialysis rn that a pt was diagnosed with peritonitis. The pt was evaluated in the clinic. The nurse reported the following symptoms: severe abdomen pain, cloudy fluid and respiratory distress. The nurse called to report that she had noticed that the connector part on this extension set, located where it attaches to fit the catheter, there is a little movement. She changed the set and has saved it for an evaluation. The pt was admitted to the hosp. In speaking with the nurse, it was learned that the pt rec'd intravenous vancomycin while in patient. Then rec'd intraperitoneal fortaz 1 gram for 7 days and also rec'd by mouth augmentin. The pt did fully recover from this incident as the nurse reported that the culture obtained after treatment was clear and was verified and confirmed by lab on (B) (6) 2010. The pt continues peritoneal dialysis.

Manufacturer narrative:
(B) (6)